Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: implant date does not apply because the lens was removed during the same procedure. Section d6b - explant date: explant date does not apply because the lens was removed during the same procedure and has never been implanted. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h6 - health effect - impact code: 4625 for sutures and incision enlarged. Section h6 - health effect - clinical code: 4581: no code available (incision enlarged). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during intraocular lens (iol) implantation maneuver, when one haptic was held with a force typically sufficient to prevent rupture, the other haptic detached easily from the optical part. The iol was removed from the patient's eye and discarded while the corneal suture was being applied. Through follow-up, we learned that the patient was left aphakic. The doctor is planning a new lens implant in the future. It was also indicated that the incision was enlarged for lens removal. No further information was provided.